Event description:
It was reported that cadd legacy pump kept alarming no disposable, cassette was defective. Changed cassette and it was fine. Lot number not provided. No further details provided. Cadd cassette 100 ml with flow stop. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.